Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed a "?" Symbol displayed on the roller pump icon on the central control monitor screen. The "?" Symbol was only displayed for a few seconds, then disappeared. The user reported that this was the second time this same event occurred. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.